Event description:
It was reported that t:slim x2 pump battery would not charge, and pump showed power source alert while customer used charging cable with third-party wall adapter. There was no reported impact to the customer¿s blood glucose level. Customer confirmed pump did not begin charging after being plugged into working outlet for extended time and after trying different wall adapter, so technical support arranged replacement charging cable and wall adapter with two-day shipping and advised customer to use multiple daily injections if pump battery depleted before replacement supplies arrived.